Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that non sustained episodes of oversensing were noted on the implantable cardioverter defibrillator. The oversensing is believe to be due to noise and possible lead failure on a non - abbott lead. The patient was being monitored and was stable.